Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device was power broken. The event was not related to surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device was powerbroken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due failure to follow directions for use and running the device in the safe or load position which is user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.